Event description:
Ous MDR - it was reported that "the device sometimes stops pacing action" and the guides of armband (model 103755) were broken. No event date was provided.

Manufacturer narrative:
Ous MDR - the reported device failure could be partly confirmed. A full factory release inspection, according to our current specifications, has been completed which includes functional tests as well as several standard tests. Repairs were completed as needed.